Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported via medwatch report #(B)(4) that the patient had an internal jugular central line placed on (B)(6) 2016 with a biopatch placed. On (B)(6) 2016, the dressing was removed and a chemical burn at insert site was noted with a rash on the arms and legs. Biopatch was removed. Patient underwent flap closure to open neck wound on (B)(6) 2016.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: no sample will be returned for evaluation. No pictures of skin condition were provided and therefore the event could not be confirmed. Device history record (DHR) review could not be performed since no lot number was reported. Upon review of integra's complaint system from (B)(4) 2014 - (B)(4) 2016, a total of 31 complaints (including the one under evaluation) related to adverse reaction for biopatch product family. Sixteen (16) of these 31 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. Approximately (B)(4) units have been released for distribution since (B)(4) 2014 - (B)(4) 2016, resulting in a complaint occurrence rate of approximately 0.00008%. It is unknown if the patient was a premature baby or health condition. Do not use biopatch on premature infants. Use of this product on premature infants has resulted in hypersensitivity reactions and necrosis of the skin. The safety and effectiveness of biopatch has not been established in children under (B)(6) of age. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ no assignable cause that could be associated to the manufacturing process of biopatch was identified.